Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source: randomized study defining the optimum target interlesion distance in ablation index-guided atrial fibrillation ablation. Pmid: 32729896 doi: 10.1093/europace/eua (B)(4). Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: lasso, biosense webster, thermocool smarttouch sf catheter webster. Concomitant other biosense webster devices that were also used in this study: carto. Concomitant non-biosense webster devices that were also used in this study: no. Adverse event(s) and provided interventions: it was reported that a patient who underwent catheter ablation has developed vascular pseudoaneurysm. No intervention was required. It was reported that a patient who underwent catheter ablation has developed an arteriovenous fistula. No intervention was required. It was reported that some numbers of patients who underwent catheter ablation have suffered hematoma in the puncture site. No intervention was required.